Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after changing cartridge, an out of insulin alarm occurred. Customer reloaded the same cartridge and out of insulin alarm later recurred. Cartridge was changed, resolving the issue. Customer¿s blood glucose was 117 mg/dl.